Event description:
It was reported that prior to the start of a surgical procedure at the user facility the tip fell off the sagittal head of the device. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event. The user facility reported previous third party repair, which was confirmed upon evaluation at the manufacturer facility.

Manufacturer narrative:
The reported event of the tip piece falling off was confirmed. Signs of third party work on various components of the device were noted during failure analysis. Unauthorized modification of these components is a probable cause of the reported disassembly. The device instructions for use state that the device should not be disassembled or attempted to be serviced, and that no system components or accessories should be modified. The instructions for use further state that all concerns should be directed to stryker customer service. Stryker recommends that all failures and maintenance associated with its devices should be directed to trained stryker service professionals.

Event description:
It was reported that prior to the start of a surgical procedure at the user facility the tip fell off the sagittal head of the device. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event. The user facility reported previous third party repair, which was confirmed upon evaluation at the manufacturer facility.

Manufacturer narrative:
(B)(4): failure analysis in progress.